Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device failed the shock test. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device failed the shock test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the shock capacitor, the quote replacement for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.